Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a merlin transmission alert for multiple non-sustained oversensing episodes that were triggered by intermittent oversensing of what appeared to be noise complexes. The patient was asymptomatic. It was recommended to assess the lead with provocative testing and set the recommended programming settings. No programming changes were made at the time of the call nor since then. No further information is available.

Event description:
New information available on (B)(6) 2017 states that, noise was noted in the right ventricular (rv) lead. The noise was suspected to be something that was disturbing the lead, possibly an old capped rv lead. Replacement of the currently active lead and the old capped lead were discussed. No further information was available.